Manufacturer narrative:
The customer¿s report of an infusion bag emptying too soon was not confirmed. A review of the received pcu event log for the reported event date showed the initially reported source pump module (sn (B)(4)) was not infusing. Instead, it was noted that one of the reported concomitant pump modules (sn (B)(4)) had a primary infusion of an unknown drug infusing at the reported rate of 4ml/hr; the volume infused was cleared prior to the initial reported event time. On (B)(6) 2015 at 1:38am, a secondary infusion of an unknown drug was programmed to infuse at the reported rate of 60ml/hr and the reported vtbi of 100ml. The primary volume infused was listed as 11.338ml and the secondary volume infused was listed as 0ml. At 2:32am, the pump alarmed for air in line and the channel off key was pressed a few minutes later. The primary volume infused was listed as 11.338ml and the secondary volume infused was listed as 55.868ml. The total volume infused during this time was 55.868ml. At 2:37am, the secondary infusion was restored to infuse the previous programming values. At 3:57am, the infusion was manually paused; three minutes later, the infusion was restarted. At 4:13am, the channel off key was pressed. The primary volume infused was listed as 11.338ml; and the secondary volume infused was listed as 149.07ml. The total volume infused during this time was 93.202ml. The pcu was powered off at 6:08am. Further review of the log showed no further infusions from the device. The root cause of the customer¿s report was not identified. The device, infusion set, and infusion bag were not returned for investigation.

Event description:
The customer reported that lasix 1000mg/100 ml was infusing at 4ml/hr (40 mg/hr) as a primary. Albumin 25% (25gm/100 ml) in a glass bottle was set up as a secondary to infuse at 1 ml/min (60 ml/hr), connected to the lasix line above the pump. When the nurse checked the albumin after a half hour, the bottle was about 75% full and the lasix bag was unexpectedly empty.

Event description:
The customer reported that lasix was infusing as a primary. Albumin in a small glass bottle was set up as a secondary, connected to the lasix line above the pump. When the nurse checked the albumin after a half hour, the bottle was about 75% full and the lasix bag was unexpectedly empty.

Manufacturer narrative:
No devices received, log review only.the event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review only.